Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a perforation occurred. The 90% stenosed, 32mm in length, moderately calcified target lesion was in the left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm maverick balloon catheter. A 3.5x32mm taxus liberte drug eluting stent (des) was advanced to treat the target lesion. During stent deployment, an unspecified malfunction occurred and a vessel was perforated. The perforation was treated with the implant of a covered non-bsc stent and the event was resolved. The patient also had a 90% stenosed, 30mm in length, moderately calcified lesion in the moderately tortuous proximal left circumflex (lcx) artery. The lcx lesion was predilated with a 2.5x15mm maverick balloon catheter. The lcx lesion was treated with the implant of a 2.75x16mm taxus liberte des and a 3.0x16mm taxus liberte des. The distal portion of the 2.75x16mm taxus liberte des and the proximal portion of the 3.0x16mm taxus liberte des overlap. There were no additional patient complications reported. The patient's current condition is unknown.

Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is unknown. Product unavailable for analysis